Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an angle lock problem during preparation for use and before the patient was in the procedure room involving an olympus rhino laryngo videoscope. There was no patient injury reported.